Manufacturer narrative:
The date of implant is an estimation, with year valid. Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately five years following the implant of this transcatheter bioprosthetic valve, an echocardiogram revealed severe central regurgitation. It was noted that the aortic regurgitation (ar) index was nearly 0, with an aortic diastolic pressure of approximately 30 millimeters of mercury (mmhg), a telediastolic ventricular pressure of 25 mmhg, and systolic pressure of 100mmhg. Diagnostic angiograms and computed tomography (CT) images showed valve degeneration. Further imaging did not show any form of vegetation or endocarditis. The valve was replaced valve in valve with a non-medtronic transcatheter valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: no images of the implantation procedure or the implanted valve were available for medtronic review and the valve was not returned to medtronic, so no product analysis could be performed. Regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, but a conclusive cause could not be determined. However, valve degeneration was reportedly seen on imaging, which may have been a contributing cause. Prosthetic valve dysfunction is a known potential adverse effect per the evolut instructions for use (IFU). It can be a manifestation of structural valve dysfunction (e.g. Calcification), thrombosis, and/or non structural dysfunction (e.g. Pannus, obstruction, etc.). Several factors can contribute to the onset and propagation of either failure mechanism such as patient medical history (age, disease stage, comorbidities, etc.), pharmacological factors, and/or intrinsic properties of the valve itself. In this case, the specific valve dysfunction was not specified. Review of the device history record (DHR) for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not allege a device misuse or malfunction occurred. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.